Manufacturer narrative:
Follow-up #1 date of submission 02/26/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed that the pump was manually suspended on (B)(6) 2016 at 08:18 and manually resumed at 11:10. During testing, the pump was exercised for 24 hours on a 1.0 unit per hour basal rate; at the end of testing the basal history correctly showed 1.0u and the total daily dose showed 24.0u. No alarms occurred during testing. The complaint was not duplicated during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an inaccurate delivery issue. Reportedly, the basal delivery totals did not match the active basal program total. The reporter alleged that the patient experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.